Event description:
It was reported to philips that the system would not display the boot-up screen. The device was outside of clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the device control room host pc data entry monitor was not working. The philips engineer suggested service, since the customer resolved the issue, the quotation has been cancelled and no service has been provided from the philips. The same issue reoccurred the customer wanted to verify the part number and replace the defective part. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was corrected.